Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 6012688, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012688 was manufactured according to the form version 101.0, in the multivac m14, on 29/may/2025, with a total of (B)(4) units. The sub-assembly: welding the lot 5e04014 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 26/may/2025, with a total of (B)(4) units. The lot 5e04015 was manufactured according to the form version 34.0 welding in the machine ls24-ls25, on 27/may/2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient forgot to remove needle guard. On (B)(6) 2025. The blood glucose level was 343 mg/dl. No further information available.